Manufacturer narrative:
Reporter returned the involved suction oral swab, however, did not provide lot information. Evaluation of the involved suction oral swab revealed that the green foam head disengaged from the swab. Further inspection of the returned product revealed that the straw handle of the swab looked to be damaged due to excessive force. This is further evident by the part of the swab handle that is still attached to the disengaged foam head. It appeared as if a force clamped down on the swab foam head and caused the handle to split. The evaluation of the returned product confirms the reported complaint of foam head disengagement likely due to biting. Due to the lack of lot information, a product history record could not be reviewed. Reporter stated the patient bit down on the green foam and caused it to disengage and no bite block was used. Per packaging instructions, it states, "use a bite block when performing oral care on patients with altered levels of consciousness, or those who cannot comprehend commands." The root cause of the reported condition cannot be determined at this time. Potential root cause could be due to not having a bite block in place while performing oral care leading to biting of the suction oral swab.

Event description:
Report received of swab disengagement due to biting. On (B)(6) 2018, oral care was performed on a male patient with a history of developmental delay, confusion, and mandibular contraction. The reporter stated the patient bit down on the suction oral swab shaft and the suction oral swab shaft disengaged in the patient's oral cavity. The reporter stated the nurse was able to retrieve the disengaged piece and no injury occurred to the patient or nurse who performed oral care. The reporter stated the adverse event occurred during initial use of the product and a bite block was not in place. The involved suction oral swab was returned to the manufacturer for investigation. Although requested, no additional information provided.